Manufacturer narrative:
Date rec¿d by MFR : 22apr2019. Information was received that no fault was found with the battery. Reportedly, the customer misunderstood how the battery works. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 04march2019. (B)(4). A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported that the ventilator had a battery error displayed. Reportedly, the battery "can be damaged" or the equipment does not charge. There was no patient harm reported. The event date was not specified; estimate used.